Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level would range between 150-179 mg/dl. The customer had changed the cartridge, infusion tubing and site. As the customer had changed the supplies, tandem technical support was unable to troubleshoot to determine a possible cause of these past occlusions.